Event description:
During a cataract extraction procedure, this instrument broke. The physician was able to retrieve the broken piece from the patient's eye. There were no patient problems.

Manufacturer narrative:
Sections a through f were completed by the MFR. Date entered in section f.13 is the date the description of the failure was received. Outside shaft at tip has some material broken off. Tip of punch is bent. The material may have broken off when the handle was squeezed when operated. The cause for the bend is not known.